Event description:
The pump was returned for investigation. Investigation revealed contamination under the down arrow and contrast keypad contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed no visible damage to the keypad. The contrast keypad button was intermittently unresponsive; all other buttons responded appropriately. The keypad was removed and contamination was found under the down arrow and contrast button contacts.